Event description:
It was reported that during a laparoscopic gastric band procedure, the buckle tore while locking of the band around the stomach. Another band was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.